Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis the volume could not be heard from the front end of pump. Service will replace the shorted front piezo to ensure volume. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump was alarming low volume. There were no reported adverse events. There was no patient present at the time of the event.